Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.